Manufacturer narrative:
Additional information: the customer returned test strips lot # 7mpeg02a for evaluation. Lot # and expiration date have been updated. Corrected information: have been corrected based on the strip information. Device manufacture date of the initial report was based on the meter serial #. Since, strip information is received, has been corrected.

Manufacturer narrative:
In some countries outside the us, customer information is not provided due to privacy laws.

Event description:
(B)(6) advocate reported that the customer (her daughter) was in the hospital for an unrelated event. In the hospital, the customer obtained a blood glucose reading of 77 mg/dl on the contour next link 2.4 meter and 189 mg/dl on the hospital's meter, upon retesting. There was no adverse event alleged. The customer was advised to return the test strips for evaluation. Replacement meter and test strips were sent to the customer. Since the strip information was not provided, this report will be submitted under the meter information.